Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to exhibit scratch marks/abrasions on the orange plastic section of the tube extension. The tube extension scratch marks measured roughly 7.72mm x 0.33mm. There was no material missing. The complaint regarding scratch marks under the orange plastic field was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted hemicolectomy right surgical procedure, the customer observed several nicks and tears in the black plastic under the orange plastic field of the prograsp forceps. Small pieces of plastic came loose. No fragment fell into the patient. The procedure was completed with no report of patient harm, adverse outcome or injury and with no delay.